Event description:
Subsequent to the initial MDR being filed, the following information was received: reportedly, a portion of the stent was deployed in healthy tissue.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa). The 6.0mmx40mmx80cm absolute pro self-expanding stent system (sess) was advanced to the lesion however, during deployment is was noted that the stent was a 80mm length, not the 40mm length as indicated on the packaging. Surgical access was performed to check stent position and to complete stent deployment. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.